Event description:
Target became aware that during an embolization procedure the gdc coil prematurely detached before the coil was deployed from the catheter. There was no consequence to the pt from this occurrence.

Manufacturer narrative:
Description of device analysis: date of procedure: 12/9/1997 only the gdc main coil was returned in a plastic bag. The pusher wire was not returned. During the investigation it was noted that pusher wire broke off at the detachment gap. There was some blood over the coil, and the coil was stretched and kinked near its proximal end. No procedural info was provided, and the catheter used in the procedure was not returned for evaluation.